Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. A potential failure mode could be ¿torn rubberize¿ with a potential root cause of "insufficient latex strength or low/ no uniform rubberize thickness." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the balloon leaked on all 3 foley catheters.